Event description:
It was reported that during an iliac stenting procedure, a stent dislodgement occurred. The lesions being treated were located in the right and left iliac. The physician deployed an unknown size express ld stent, near the bifurcation in the left iliac. The physician dilated the right iliac with an unknown balloon. Then the physician attempted to place a 9.0x40x75cm express ld stent in the right iliac, but was unable to cross the bifurcation. Upon removal, the stent came off the stent delivery system. Resistance was not felt during removal. The physician was unaware that the stent had dislodged until the end of the procedure. The staff identified the stent was missing while washing the device. The patient was inspected under fluoroscopy and confirmed that stent remained in the external iliac artery. An incision was made and the stent was removed. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Product unavailable for analysis